Manufacturer narrative:
Other relevant device(s) are: enlw1624c120ee, sn (B)(4), enew2020c80ee, sn unknown, enew2424c80ee, sn unknown.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 73 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 31 mm to 34 mm in diameter along a 48 mm length. There was mild right and left iliac tortuousity. Two additional stent graft limbs were implanted bilaterally approximately 14 months post index procedure. It was reported that approximately five years and nine months post index procedure an ultrasound revealed that the maximum diameter of the aneurysm measured 77 mm and that there was an unknown endoleak. There was no evidence of endotension. It was assessed that the unknown endoleak might be a proximal type I endoleak. However, two weeks later, a CT revealed that no technical observations and that the maximum aneurysm diameter measured 80 mm. No clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ultrasound revealed the suspicion of an endoleak but the presence of an endoleak was uncertain due to being difficult to see on the ultrasound. Since the previous CT revealed no endoleak, the cause of the event could not be determined. It was unknown whether the suspected endoleak had self-resolved or whether there was initially no endoleak observed.